Manufacturer narrative:
B5 updated. The hospital disposed of the pump. Should any new information be received, a supplemental MDR will be filed.

Event description:
Care was withdrawn while the patient was till on venous-arterial extracorporeal membrane oxygenation. The patient was declared "brain-dead" due to not awakening after 2-3 days off of sedation/pain medication, no stimuli, and fixed and dilated pupils.

Event description:
The user facility reported a 36 year old male was implanted with a impella cp for support during high risk cardiac procedure. It was reported that the patient came in cardiogenic shock. The patient had some ectopic beats where cath lab tech noted pulseless electrical activity where cardiopulmonary resuscitation was started for approximately 5-10 minutes. Patient was given two units of blood. Once patient arrived in intensive care unit, there was bleeding noted in the right femoral artery (place of insertion for impella cp) and in the left femoral artery and vein at the extracorporeal membrane oxygenation drainage and return cannulas insertions.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
H6: updated codes for type of investigation, investigation findings, and investigation conclusions. H11: updated based on the results of the investigation. Investigation summary no product returned. Arrhythmia: in order to make a cause determination, the clinical details would have to be provided. The root cause of the injury was unable to be determined due to insufficient clinical details. Bleeding noted at cp and extracorporeal membrane oxygenation (ECMO) femoral access sites during support. Unknown how bleeding was resolved. The cause of the access site adverse event was not determined due to insufficient clinical details. Device history review: the pump passed all the post sterile inspection checks.